Event description:
The stent dislodged from the balloon during insertion into the introducer sheath. The device got stuck in the sheath. Another stent and sheath were used for the procedure.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.